Event description:
The customer reported a false positive result with theid now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab sample. Repeat testing was performed and generated negative results. Pcr confirmation testing was performed (B)(6) 2021 on a nasopharyngeal swab sample and generated negative results. The patient reported that she had covid about one (1) year ago and that she would need the report for her trip. The patient with the result in hand was instructed by the assistant physician to carry out an antigen exam for covid as a counter-test, which presented a negative result. The patient was unable to board their flight and claims to have performed the same test and the same methodology in another laboratory and obtained a negative results. The customer reported that the patient disputes the report, as she has no symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1018715 . Test base part number 191-000 / lot 1018715 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.